Event description:
The customer contact reported a leak; subsequently blood loss was noted. It was reported that during priming of the tubing set with 5% dextrose in lactated ringers with 20 units of oxytocin, solution leaked from an unspecified location at the distal end of the tubing set. The customer contact stated, "yes, a leak was noted at the time of priming, however, I thought the cap on end must have been loose." The tubing set was not removed from clinical use. The option-lok male adapter of the tubing set was then connected to the patient's IV access site. It was reported that after the delivery was started, solution leaked at the connection of the tubing and the option-lok male adapter of the tubing set. The customer contact reported a hole was noted in the tubing "where the tubing meets the connector." An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delays therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.